Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review possible as no lot numbers have been made available and no complaint samples were available for assessment at this time. The database of change controls for the opsite post-op product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. The investigation did not find any fault in the manufacturing process so no action is required at this time. If a complaint sample is received or the lot number is made available then the complaint may be re-opened for further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the dressing is not waterproof. Swelling reported.